Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment with visible moisture corrosion. The display screen is dim. This report is made based on the results of an investigation completed on 11/07/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/07/2013 with the following findings:the battery compartment has a cracked near pump case seal and grips pad. Moisture corrosion is visible only in ¿battery compartment.¿ pump cover is removed to inspect internal components, no moisture is visible in the pump main compartment. Unrelated to the complaint, a dim pink display screen is found. Pump cover is removed to take away a bad display screen and complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.